Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, both of the reloads were not able to fire. Other reloads were used to complete the case. There was no patient injury.